Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device was discarded.

Event description:
It was reported that during a lletz (large loop excision of the transformation zone) procedure, the electrode tip caught fire. It was also reported that the electrode tip was used with a competitor pencil. It was further reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
B5: it was also reported that the electrode tip was past its expiry date when used.h6: the device was not returned for investigation. The quality investigation is complete.

Event description:
It was reported that during a lletz (large loop excision of the transformation zone ) procedure, the electrode tip caught fire. It was also reported that the electrode tip was used with a competitor pencil. It was further reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully. It was also reported that the electrode tip was past its expiry date when used.